Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) was getting a new pump implant and they stated that their ins was explanted "a while back" and that "it wasn't doing anything for me". The devices have been discarded and the issue has been resolved. Rep indicated they would send any further information as they become aware.